Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump alarmed, stopped, and screen went blank. Resolution volume was 135.6. Pump was powered off and while speaking with patient, pump powered back on by itself again. Per reporter, they did not press any buttons. It read 6500 on screen and turned off and on by itself, then cycled through settings. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.